Event description:
Customer reported usb damage causing pump not to charge and stated manipulation of the cord was needed for charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.